Manufacturer narrative:
Testing and investigation found the device displayed e301. (Audio alarm failure) with no audible alarm tone. This was due to the piezo alarm assembly. Further testing by the supplier found that the emitter to base of the transistor, internal to the piezo, was found to be open and this disabled the operation of the piezo resulting in no audible alarm. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that an e301 (audio alarm failure) error code was noted. The device was returned to the biomedical engineering department with an unsigned note that stated, "malfunction". No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, an e301 (audio alarm failure) error code was noted. Though requested, no additional information was provided.